Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010 the patient presented with symptoms of back pain, numbness and weakness in bilateral legs. Per the medical records, MRI confirmed large herniated disc and spinal stenosis of the l5- s1 and l2-l3 stenosis of lumbar space on (B)(6) 2010 pt. Seen for follow up. Pt. Has had progressively worsening back and bilateral thigh pain ongoing for the past 3 months and most severe over the past 2 weeks. X-ray revealed degenerative disc changes at l2-3 above a solid l3~s1 fusion. Spinal alignment is abnormal with a spondylolithesis at l2~3. On (B)(6) 2010 pt. Presented acutely to ER with intractable back and bilateral leg pain and weakness. MRI performed on (B)(6) 2010 revealed very large extrusion from the l5-s1 level, suspected with somewhat atypical low t2 signal, but with what appears to be contiguity with the disc space here. Advanced degenerative changes of the 2~3 facets secondary to altered biomechanics of the mature bony fusion of l3 through l5 as described. On (B)(6) 2010 the patient underwent l2-l3 decompression laminectomy, bilateral l5-s1 laminectomy, rt.sided l5-s1 diskectomy with a l2-l3, l5-s1 fusion using bilateral transpedicular screws and interconnecting rods and infuse to treat large herniated l5-s1 disc and stenosis of lumbar spine, removal of previous l3-l4 instrumentation. Discharged on (B)(6) 2010. On 1 week prior to pts. Scheduled (B)(6) 2011 surgery, the pt. Fell and the x-ray showed right s1 screw had fracture causing loss of position. On (B)(6) 2011, pt. Was admitted to hospital for anterior lumbar fusion of l5-s1 with anterior lumbar plating l5-s1 with atb synthesis plate, insertion of fusion cage l5-s1 and bone grafting with infuse protein gel. There were no noted complications and pt. Was discharged on (B)(6) 2011. On (B)(6) 2011 in follow up, pt. Complained of weakness in legs. Xray confirmed good position of anterior cage and posterior fusion hardware of l2-s1, pt. Admitted she was moving to (B)(6). On (B)(6) 2012 pt. Was seen for lower back pain and bilateral lower limb pain and numbness. CT spine was ordered and revealed status post posterior decompression spanning from l2-s1 with posterior rod and screw fixation of l2-s1. There is complete osseous fusion across the l4-l5 interbody space. There is good position and alignment of an l5/s1 interbody device with anterior pla1e and screw fixation of l5 and s1. There is no evidence of hardware failure. There is osseous fusion in and about the l5-/s1 interbody device. . L1-l2 level: mild disk desiccation with mild diffuse annular disk bulge without significant central canal stenosis. Bilateral facet arthropathy contributes to bilateral neural foramina! Exit stenosis, right worse than the left. L5/s 1 level: no significant central canal stenosis however osseous hypertrophy related to interbody osseous fusion and bilateral facet arthropathy contributes to severe bilateral neural foraminal exit stenosis. On (B)(6) 2013, pt. Had bilateral l5 lumbar selective nerve root blocks for probable failed l5-s1 lumbar fusion.